Manufacturer narrative:
The investigation is still ongoing. We are waiting for return of the bed to investigate. Additional information will be provided to the follow up report.

Manufacturer narrative:
During an installation of a new citadel plus bed at hospital workshop, it was found that the bed did not work. A burned main junction box and cables connected to it found after troubleshooting. No patient was involved. No injury occurred. The faulty product has been withdrawn from use and returned to the manufacturer. The conclusion of the root cause analysis was that the main junction box melted as a consequence of the wiring clamp of the battery in the electronic bay box touching the frame, thus creating a short circuit which was transmitted to the qlci box. In result, the functionality of the bed was disturbed, meaning that electrical functions were not responding to any commands given, and bed was ¿frozen¿. A CAPA (corrective and preventive action) has been commenced in order to address the issue and prevent it from reoccurring. Actions undertaken in the course of the CAPA ensure that newly manufactured devices will be free of the recognized failure mode and the affected devices will be reworked (corrected) effectively. To conclude, arjo acknowledged that the malfunction resulted in melting main junction box under very specific condition that need to happen at the same time: wiring clamp of the battery in electronic bay box was touching the frame, and qlci grounding screw was touching the metal support, would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There is a potential for current leakage which can result in electric shock, in case patient would touch skin iq metal cable connector (situated at the foot end of the bed) and metal bed frame at the same time, therefore this complaint was decided to be reportable to the competent authority, although no patient was involved and no injury occurred.

Manufacturer narrative:
The investigation is ongoing. We are waiting for the bed to investigate. Additional information will be provided to the follow up report.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided to the follow up report.

Event description:
During a installation of a new bed at hospital workshop it was found that the bed did not work, flashing e410 error code. Burned main junction box and cables connected to it found after troubleshooting.